Manufacturer narrative:
The user facility also confirmed that the ventilator referenced in this report was evaluated by the biomedical department and was found to be functioning as it was intended. The ventilator will not be returned to the manufacturer for further analysis. It was reported that the device has been returned to clinical use without further incident. (B)(4).

Event description:
A report was received from the USA stating that during pt use, an ht50 ventilator was reported to have no output flow and no tidal volume output pressure. It was reported that the pt involved became cyanotic in the head, neck and hands. Due to this, the respiratory therapist manually ventilated the pt and then transferred her to another ventilator. During a follow-up with the quality analyst, at the user facility, it was found that the pt had multiple morbidities which may have contributed to the reported event. There was no serious injury to the pt as a result of the event. There was no report indicating that the ventilator stopped cycling.